Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated that she experienced partial separations of infusion set tubing at the luer-lock connection "approx 6 months ago". She mentioned that there were a few occurrences, but she did not specify the number of infusion sets for which partial separation was observed. She stated that she noticed the last occurrence because her blood glucose reading was higher than normal. She stated that she did not remember the actual blood glucose reading. Therefore, she did not provide blood glucose values. She did not report symptoms of elevated blood glucose. She stated that she changed her infusion set tubing and delivered a bolus of insulin to decrease her elevated blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. She stated that she discarded all the affected tubing. Therefore, no product was available to be requested to be returned for eval.